Manufacturer narrative:
The reactivity of the d antigen was confirmed on retention capture-r ready-screen, lot k120. The customer's returned samples were tested with retention crrs 4, lot k120 on an in-house galileo. Two returned samples reacted negatively, one reacted 3+ in cell 1, 4+ in cell 2 and 1+ in cell 4. The returned samples were tested manually with panocell-20 cells (cell 8 (r2r2), cell 9 (r2r2), cell 14 (r´´r) and cell 15 (r´r) on capture-r select. Two returned samples reacted negatively with all cells. One sample reacted with cell 8 and 9 ( 4+ reaction) and negatively in cell 14 and 15. A limitation of capture-r, stated in the package insert, is that passively administered anti-d may fail to react with capture-r event though the antibodies may be detected by alternate methods.

Event description:
Customer reported false negative antibody screening results with capture-r ready screen ( crrs) on galileo.